Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry with residue/debris on product. Visual inspection found haptic bent. Dimensional and functional inspection found the lens to be within specification. Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -8.5/2.5/90 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6)2023, the lens was exchanged for a longer legnth lens due to low vault and refractive surprise. The problem was resolved. Cause of the event is unknown.